Event description:
During the operative procedure some of the robotic instruments, the grasper and tenaculum, had rubbed together inside the patient's abdominal cavity and had worn thin. Portions of the tenaculum were frayed off. Upon discovery of the instruments' damage the patient cavity was methodically searched and a copious amount of irrigation was utilized. The manufacturing company has been consulted to assist with in determining the causation of the instruments failing. Both the grasper and tenaculum had eight (8) uses.